Event description:
It was reported that at device change-out, externalized conductors were observed via fluoroscopy. All electrical measurements were normal. Physician to monitor lead.

Manufacturer narrative:
No medwatch form was received.